Manufacturer narrative:
(B)(4). Insulin pump passed displacement, and self test and it failed sleep current measurement, and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with electrical board 1.

Event description:
Customer reported via phone call that the insulin pump battery life was getting shorter and shorter. The customer blood glucose level was 191 mg/dl. The customer was assisted with troubleshooting. Customer did not uses suspend before low or suspend on low cgm feature. Customer did not using previously used batteries. Customer did not performing excessive button pressing. Customer did not perform daily rewinds. The device will be returned for analysis.